Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
A patient had an aequalis reversed shoulder prosthesis implanted on (B)(6) 2014. On (B)(6) 2015 the patient underwent a revision surgery due to loosening/lysis. Patient is: (B)(6).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
A patient had an aequalis reversed shoulder prosthesis implanted on (B)(6) 2014. On (B)(6) 2015 the patient underwent a revision surgery due to loosening/lysis. (B)(6).